Manufacturer narrative:
We have not received the device for evaluation since the device was discarded by the hospital. Hence, we could not conclusively determine the root cause of the defect. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. There was no injury or any adverse event as the result of this incident.

Event description:
During the procedure, the balloon of the shunt deflated. There was no injury to the patient.